Event description:
It was reported the screen was broken. It was also reported the door above storage compartment, for programmer head, was broken. The programmer was returned for repair. The radiofrequency (rf) head was also returned to the manufacturer, analyzed and tested out of specification. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis verified a broken overlay screen. It was also noted that both keyboard hinges were broken causing the compartment problem, the keyboard latch was also broken, the keyboard slide plate was missing, the cooling fan was noisy and two system errors were found in the error log. (B)(4): the rf head lens was scratched, the cable was out of electrical specification and the rubber label was missing.

Event description:
It was reported the screen was broken. The programmer was returned for repair. No patient involvement or complications were reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.